Event description:
The caller reported that the 4plc tracheostomy tube was in the pt for 5 days, and it leaked. The tracheostomy tube was removed, and the pt was recannulated. The caretaker checked the used tracheostomy tube in water, and said that it was the pilot balloon that was leaking. The caller also stated as far as he knows, they do pretest the tracheostomy tubes.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.